Manufacturer narrative:
A2: age: 82, sex: male. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.

Event description:
End user states "it is like the "heat seal" on the catheters packages are too strong and when he goes to peel back the paper it peels away in uneven pieces all along it. He said the "adhesive strip on top is too tight causing issues pulling it down, causing narrow tear and hard access to cath" he said this is frustrating as he knows he has to use the catheter immediately after bursting that water sachet so to get access to catheter he has to get scissors to open package to access it quickly. He has no harm from using them. He said he notes no other abnormalities with the paper itself and he thinks the issue is with a "too strong heat seal" or how the packages are glued together between the paper and clear plastic parts is holding on too hard to the paper not allowing to peel evenly like he was used to."

Manufacturer narrative:
Review of the DHR showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. No nonconformity had been registered during the production and sterilization process of the mentioned lot. Two another complaints (B)(4) of this nature has been received on the lot. No samples or picture was provided within complaint (B)(4) and complaint in question. Within complaint (B)(4) - 90 pcs were reported as defective. Based on the classification of the product and severity level 4 as per ha rsk-008274 - aql 1,5 was selected according to sop ¿ 001128 ver 3.0. All products reported as defective within the complaints aql equals 0,044 . The defect reported is below the aql 1,5. Should additional information become available, a follow-up report will be submitted. FDA registration number : reporting site: 1049092 . Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.